Manufacturer narrative:
Cts generated a service request for instrument. A bci field service engineer (fse) found a leak around the around the hydro condensation filter. Fse removed, cleaned and reseated the filter. No additional leaks were noted by the fse. Fse verified system operation per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) customer technical support (cts) to report a leak under the instrument. The customer was unable to locate the source of the leak. No injury or exposure to the fluid was reported.